Event description:
It was reported that the patient presented to the hospital experiencing diaphragmatic stimulation. The left ventricular lead exhibited loss of capture due to dislodgement. An alert for low lv lead impedance was noted during a previous device check. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.